Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, and alleged for crack on reservoir tube side of pump, and reservoir does not lock in place. The event involved products mmt-1884, mmt-242a and mmt-332a. Troubleshooting was declined by the customer for high blood glucose. Troubleshooting was performed for cosmetic damage and indicated that the damage has not affected the pump's functionality. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-242a. No product return is required for mmt-332a.

Manufacturer narrative:
Sc1-cap locked in place properly during testing. No reservoir tube damages or retainer ring damages were noted. Per observation, the knit line near the belt clip plate is normal. Unit was received with the following cosmetic damages: scratched case and pillowing keypad overlay. In summary, customer allegations for reservoir unable to lock into place were not confirmed when sc1-cap locked in place properly during testing. Allegations for damage reservoir compartment were not confirmed when no damages to the reservoir compartment were noted during visual inspection. Unable to confirm alleged high bgs. Overall, unit tested successfully and functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.